Event description:
New information received notes that the issue was resolved by reprogramming. The non-pacemaker dependent patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, multiple episodes of non-sustained rv oversensing were observed. Review of the session records revealed myopotential oversensing. The patient was asymptomatic. Programming changes were recommended. The patient was stable.